Event description:
It was reported that during a minimally invasive procedure for hemorrhoid, when the stapler fired, the staple line was not coming as completed. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Breakaway washer cut off center, damaged adjusting knob additional information: in the event it states: the staple line was not coming as completed. Does this mean that the staple line was not complete? Or does that mean that the staples were not in the proper b form shape? - the staple line was not complete how was the case completed? - after this incidence the faculty had come and he has take suture and close the case was the any negative impact to the patient when the device did not function as intended? - not much requested further detail in regards to the response for the last question but to date, no more information has been received. Should additional information be provided, a supplemental medwatch will be sent. The analysis results found that the device arrived in good visual condition and without staples present; the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted to ensure that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. After further inspection, the rotating knob was noted to be damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the knob-rotating pin was noted to be broken not allowing the device to work as intended. This damage is consistent with applying an excess of force while trying to close or open the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.